Event description:
It was reported that the letter "g" appears with every keypad selection. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.